Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was admitted to the hospital for "cerebral infarction." The patient's condition worsened. The arterial blood collection device kit was collected in the mobile pulse according to the doctor's instructions, and the packaging of the arterial blood collection device kit was checked intact and undamaged. The puncture was successful and it was found that the blood leaked from the needle connection spiral, and a very small amount entered the needle tube. The arterial blood collection device was immediately withdrawn, and the arterial blood collection device kit was replaced. The arterial blood collection was completed for the patient at another puncture point. There was patient involvement but no reported patient harm.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.